Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device will not power on when the lid is open. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and observed that the device will not power on when the lid is open. The cause of the reported issue was isolated to the reed switch sw5, but further root cause is undetermined. The customer will receive a replacement device. The customer's device was archived by stryker.